Event description:
It was reported that during a routine device replacement procedure, the replacement device was connected to the chronic right ventricular lead and the pacing impedance and threshold measured high. The lead pin was re-cleaned and connected to the device again with the same measurement issues noted. The lead impedance and threshold measured properly through the lead analyzer so the physician believed there may be an issue with the connector of the replacement device. The device was not used and another device was implanted, which measured normal pacing impedance and threshold with the chronic right ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed with no anomalies found. Concomitant products: 3830 implantable pacing lead 2008-(B)(6), 4195 implantable pacing lead 2008-(B)(6). (B)(4).